Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that while unpack the iol, surgeon noticed the lens is not at the center, after an intraocular lens (iol) implant procedure, after implantation into patient's eye surgeon noticed a creases mark at the lens optic through the microscope. The iol is still in patient's eye and the surgery was completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that while unpack the iol, surgeon noticed the lens is not at the center, after an intraocular lens (iol) implant procedure, after implantation into patient's eye surgeon noticed a creases mark at the lens optic through the microscope. The iol is still in patient's eye and the surgery was completed. Additional information was received stating the vision of patient was impacted after surgery.